Event description:
Customer reported the accuslide burst after administering an IV push above the accuslide. The set was being used for a gravity infusion, was not in an se device at the time and the accuslide was wide open. There was no pt harm or medical intervention required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Rptr indicated that the device was discarded and not available for eval.